Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Alegedly, patient underwent a revision r thr on (B)(6) 2012. Revised on (B)(6) 2023 due to infection. Dynasty liner revised with another of the same size. Conserve femoral head revised with a biolox delta head. (B)(6).